Event description:
It was reported that the ext¿ stabilized extension set experienced leakage. The following information was provided by the initial reporter: leaking at the junction of the ext side port and power t port.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Additional review of this product complaint has determined that this event is unlikely to lead to patient harm/serious injury. This device should be primed before use, and the risk level associated with this event type for this particular device is insignificant. A retrospective review of complaints for this event has not found any reports of serious injury. This event is not considered MDR reportable. The initial MDR submission for this complaint, (MFR report #: 9616066-2022-00693), can therefore be disregarded. H3 other text : see h10.

Event description:
It was reported that the ext¿ stabilized extension set experienced leakage. The following information was provided by the initial reporter: leaking at the junction of the ext side port and power t port.